Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2016-04314 / 04315 / 04317 / 04318).

Event description:
It was reported patient underwent a left hip closed reduction procedure due to a dislocation. It was noted that the patient was not compliant with surgeon recommendations. The patient dislocated 1 week after the initial procedure. Subsequently, the patient underwent a total hip revision 16 days post-implantation due to recurrent dislocation. All the implants were removed and replaced. A larger stem and cup were implanted to help mitigate further dislocation.